Event description:
It was reported that the analyzer had incorrect p and r wave detection. The analyzer is expected to be returned. No patient complications have been reported as a result of this event.